Event description:
Imdrf b codes were incomplete in the previous MDR, hence a correction MDR is being submitted to include the missing b codes.

Manufacturer narrative:
510(k) number: k142688. Device evaluation: complaint device was not returned therefore a document based review will be performed. It should be noted that this file is related to another complaint files. Clarification was requested as follows; ¿the event description indicates ebus needles break and bend in a patient/patients. Can the rep clarify if there were multiple patients involved? If so, could it be clarified which of the above needles are related to different patients?¿ and ¿how many needles broke in the patient¿ reply was received as follows; ¿these were all in the same patient on the same day¿ and ¿one¿. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed the instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0109-6). Root cause review: a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. It is also possible that advancement into a hard lesion could have contributed to the distal needle break as the answer to q.3 of the additional questions states that the intended target site was very tough. Image review: n/a. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle section was removed from the patient using a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 21-jul-2021. This supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k142688. Device evaluation. Complaint device was not returned therefore a document based review will be performed. It should be noted that this file is related to another complaint files. Clarification was requested as follows; ¿the event description indicates ebus needles break and bend in a patient/patients. Can the rep clarify if there were multiple patients involved? If so, could it be clarified which of the above needles are related to different patients?¿ and ¿how many needles broke in the patient¿ reply was received as follows; ¿these were all in the same patient on the same day¿ and ¿one¿. Lab evaluation. Document review including IFU review. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. The instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0109-6) root cause review. A definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. It is also possible that advancement into a hard lesion could have contributed to the distal needle break as the answer to q.3 of the additional questions states that the intended target site was very tough. Image review n/a. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle section was removed from the patient using a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ebus needles break and bend in a patient/patients. "As per cc form": 22g fnb needle was inserted down scope and needle attempted puncture of node 7. Needle punctured but was bent so much they couldn't re-use for second puncture. Another needle was used and exactly the same happened. Third needle punctured but when removed to obtain sample it was noted that needle had broken. 2cm piece of needle was located in lung and removed using forceps/two further needles were bent but a sample was obtained. Pr (B)(4) complaint is capturing the four needles that kinked, (B)(4) is capturing the needle that broke. Patient outcome: a section of the device did remain inside the patients body. Fnb 22 g needle. Removed using forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.